Event description:
It was reported via a call from the rn to the clinical support specialist (css) at 2328 est that the pump was not triggering correctly from the EKG. The rn stated the EKG leads from the cath lab had been replaced and moved to correct EKG lead placement. The rn stated the patient (pt) was in sinus tachycardia rate in 110's. Infusions included levophed, amiodarone, integrilin, bicarbonate and insulin. Pt was intubated and unresponsive. The pump is currently in autopilot utilizing pattern trigger and is missing beats, but also double triggering. The rn is in the process of locating another EKG cable to change it out to see if that is the issue. In the mean time, the css had the rn disconnect the EKG cable from the pump to force it into ap (arterial pressure) trigger. The rn said that it was much better and triggering appropriately. The css asked the rn to call back and let the css know what the decision was on changing the cable. Additional info received on 0109 est (B)(6) 2012, stated the css received a call back from the rn stating they were unable to find another EKG cable and the pump "seems to be doing fine" off the ap trigger. The css stated to the rn to continue pumping as it is if more proper pumping is being achieved. The css did explain if the pt goes into a fib, the rn may want to attempt connecting the EKG again as this would then allow the pump to utilize the a fib trigger if appropriate for the pt. The css encouraged the rn to call back directly through the night should any other questions/concerns/issues arise. Further info received on 0824 est (B)(6) 2012, stated the css received a call from a different rn who is taking care of the same pt on a day shift. The rn stated that when starting on this shift the pt was in ap trigger, but triggering erratically at times and although the heart rate was 93, the pump was pumping at 140-150. The css asked the rn to reconnect the EKG. The rn stated that the pt was in sr (sinus rhythm) very stable at 93. The rn also stated that there was a large t wave inversion. When the pump changed to an EKG trigger, it was still triggering at a much faster rate than actual heart rate. The css asked the rn to fax a strip from the intra-aortic balloon pump (iabp) and beside EKG. The css also told the rn there would be a call back reviewing the strips. An update received at 0842 est reported that after reviewing the strip, excessive whip is noted on the fiberoptix sensor (fos) ap and the EKG has excessive noise. The t wave inversion is severe and being recognized occasionally as a trigger as well as the r wave. The css called the rn back and the rn said the pump was placed into operator mode and pattern trigger. The rn said the pump is pumping appropriately and not missing triggers of exceeding the heart rate. The rn is comfortable staying in pattern trigger and in operator mode. The rn also stated the pt will most likely be withdrawn from the support later today, unrelated to the iabp, but rather due to the "catastrophic" infarct. The css stated that if the rn should have any further question or concerns to call the hotline and that the rn would speak with the next css specialist since the css was no longer on call. There was no report of pt death, complications or injury. There was no medical/surgical intervention required. No delay or interruption in therapy noted. The pt outcome is unchanged throughout the calls and pt did not expire. An update received on (B)(6) 2012, from the field service rep stated that the in-house biomed checked out the console and could find nothing wrong with it. It was returned to service. In speaking with clinical and the biomed, it appeared as though it was a pt related issue.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.